Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "inadequate material selection - materials of construction are not biocompatible". The lot number is unknown; therefore, the device history record could not be reviewed. The labelling review is not required as the product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the women was in hospital and purewick was placed on them. They thought they had dementia but was capable of getting up to use restroom. After use of purewick women developed an abscess and had to see gynecologist for several visits before being cured. Patient was at piedmont athens hospital.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the women was in hospital and purewick was placed on them. They thought they had dementia but was capable of getting up to use restroom. After use of purewick women developed an abscess and had to see gynecologist for several visits before being cured. Patient was at piedmont athens hospital.